Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a perforation. A 2.8x19mm graftmaster covered stent was successfully implanted distally. A 3.5x19mm graftmaster covered stent delivery system failed to cross due to resistance with the previously implanted graftmaster stent, so it was removed. A non-abbott covered stent was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the 2.8x19mm graftmaster covered stent was failed to completely seal the perforation after being implanted distally. No additional information was provided.